Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7097680. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7100246. UDI: (B)(4). Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7107666. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7110045. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information indicates that the deep brain stimulation (dbs) patient underwent an explant procedure due to inadequate stimulation. The explanted device was retained by the facility and will not be returned. No additional adverse patient effects were reported, and no additional information was available, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs> product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7097680, UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7100246, UDI: (B)(4). Upn: m365nm3138550 model: nm-3138-55, serial: (B)(6), batch: 7107666, UDI:(B)(4). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7110045, UDI:(B)(4).